Manufacturer narrative:
Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose was high, however, a specific value was not provided. Customer administered a manual injection to address bg level. Reportedly, the customer used fiasp insulin within the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the event. Additionally, the pump time settings was incorrect, cause was unknown. Reportedly, the customer corrected the time to address the issue.